Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 3002808148-2024-09877 (1/2).

Event description:
It was reported that the video system center did not work properly when doing a laparoscopic procedure, as it was difficult to visualize inside the abdomen. It was also causing things to look more red than they are, which was a problem when there is blood in the abdomen. The procedure was prolonged by 5 minutes to switch out the tower and was completed thereafter without reports of patient harm. There were no reports of patient harm.